Event description:
It was reported while in the ICU, the md inserted the iab via the sheath. Six hrs after insertion, the clinician noticed there was "no assist from the pump." The fos ap was seen on the display, but no asissted ap. Fos status was ok. As a result of the loss of display, the pump was exchanged off the pt. There were no reported pt complications.

Manufacturer narrative:
We are not expecting the product to be returned. A follow-up report will be filed if more info becomes available.